Event description:
It was reported that the patient presented for a routine check in clinic. It was noted that there was no capture at maximum output and r waves were low on the right ventricular (rv) lead. The rv lead appeared to be dislodged. The patient was in normal sinus rhythm but due to a history of intrinsic complete heart block the patient was referred for a rv lead revision. The patient was pending rv lead revision. The patient was stable.